Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was over 500 mg/dl. The infusion set cannula was bent. Customer's mother gave her shots after trying to deliver insulin with the insulin pump. Her blood glucose level came down to 278 mg/dl. The device was not returned.